Event description:
A nurse reported that a pt went to the ER with high blood glucose levels. Specific values and insulin history was not provided. We have no add'l info on diagnosis, treatment or whether the pt was admitted. The nurse did not have the pt's pods or pdm - no device will be returned for eval.

Manufacturer narrative:
Product was not returned for eval - we are unable to determine any product malfunction that would have caused or contributed to the customer's high blood glucose. The omnipod's user guide instructs users on how to avoid hyperglycemia and advises to "check blood glucose at least 4 to 6 times a day," and to also check it when feeling nauseous, before driving, when running low or high or if a high/low is suspected, before/after/during exercise and as directed by hcp. Because we have no info on the customer's blood glucose and insulin history prior to the event, it is not possible to determine if the customer checked her blood glucose regularly and responded appropriately (e.g., administering correction boluses). The user guide also provides detailed instructions on how to treat hyperglycemia. No lot number was provided and we are therefore unable to review the qualification records.